Event description:
Pt had an epidural placed for post-operative pain treatment. On the first post-operative day the epidural catheter was removed. In the process of removing the catheter, the catheter snapped at approximately 1-2 mm from the tip. The pt was informed.